Event description:
Manufacturer reference ID: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520.

Manufacturer narrative:
The data in the trend log reflects the recordings in the internal log. Initially, a successful system checkout (sco) was carried out, followed by several failed pressure transducer tests by the field service engineer (fse) when examining the flow-I during the hospital visit. We can confirm in the logs that there were difficulties to intermittently ventilate during cases. Apart from the many alarms such as, technical alarms and pressure alarms. The fse successfully changed the inspiratory pressure transducer printed circuit boards (pcb) and performed a new sco without any issues. That can be confirmed in the provided logs. After receiving the pcb for further investigation a long-term test was then performed on a test lung in our anaesthesia laboratory. A successful system check-out was performed first, followed by over a week of testing with several successful scos without any problems.

Event description:
Manufacturer reference ID: (B)(4).

Event description:
It was reported that the anesthesia workstation generated a technical error code indicating airway pressure sensor error. There was no patient harm. Manufacturer's ref #:(B)(4).